Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was returned for evaluation. The hypotube, collar, distal shaft and tip were microscopically and tactilely inspected. Inspection revealed numerous kinks in the hypotube and a partial separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09881. Reportable based on device analysis completed on (B)(6) 2017. It was reported that the catheter was kinked. The target lesion was located in the mildly tortuous and mildly calcified right coronary artery. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the guide catheter became kinked. The device was removed with the guide catheter. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed that a partial separation in the shaft.